Event description:
It was reported that during a breast biopsy, the tip of the marker sheared off into the pt's breast. The physician was unable to locate the tip in the breast tissue and decided to complete the case with no further search.